Event description:
Information was received from a consumer regarding a patient receiving dialudid via an implantable pump. The indication for use was non-malignant pain. The patient reported that they were having issues with the pump since a little over a year ago. Per the patient it feels like the pump is moving and getting stuck on tissue, causing back pain and it was jammed into their side. The patient stated they massaged it, and it went back down. The patient further stated that all their limbs are going numb and they feel tearing. The patient stated their pain doctor advised them to go to the ER (emergency room) this morning and was told to call the manufacturer to get a company representative to meet them after an MRI. The patient stated that when the issue started, they went to physical therapy and the issue seemed to get better but, it came back this year. The patient stated it occurred from the nape of their neck to their tail bone. The patient stated it was just the right arm that started to go numb, have weakness, could not grip things and would drop things. The patient stated they got an x-ray and found degenerative disc disease in the neck and upper back. The patient stated the numbness was now in the left arm and both legs. The patient was provided with nas (national answering service) number and redirected to the hcp (healthcare provider) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.